Event description:
It was reported that the device's battery burned up while in use.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
D9 - date returned to mfg: 7/30/2025. One device was returned for analysis. Visual inspection found a, battery pack burned and melted on bottom, li-ion rechargeable battery pack burned and melted, delaminated (uso) upstream occlusion seal, corroded printed wire assembly (pwa) board. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was a battery pack. The device was beyond the economical repair.